Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing inaccurate fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the metering valve.

Event description:
It was reported to ventec that the device was providing inaccurate fio2 (fraction of inspired oxygen) readings. The reporter advised that the device's fio2 readings were showing higher than set. For example, when fio2 was set to 35% the monitor showed 47-48%. When it was set to 40% it read 50-51%. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. (Section a4, weight, is 53.2 kg - electronic transmission field would not allow the decimals for accurate weight).